Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary. Customer returned (3) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 0321236. Customer states that the needle will not draw. All returned syringes were tested and none of the samples were able to draw properly. All samples were then wired and the wire was not able to pass through the cannula of any of the samples, indicating that all returned samples exhibited an adhesive clog in the cannula. A review of the device history record was completed for batch# 0321236. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. No root cause can be determined at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was unable to aspirate. The following information was provided by the initial reporter: "consumer reported that the needle will not draw. Consumer does not re-use."

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was unable to aspirate. The following information was provided by the initial reporter: "consumer reported that the needle will not draw. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.